Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us; product lot/serial number unknown; product type: delivery system; implant date n/a; explant date n/a product ID l-evprop23-29; product lot/serial number unknown; product type: loading system; implant date n/a; explant date n/a product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects per the instructions for use (IFU) and associated with any cardiac or thoracic procedure (open or catheter-based). Conduction disturbances can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Stroke is also a known potential adverse effect per the device IFU. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the information available. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event did not allege a device misuse or malfunction occurred. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient did not recover from sedation. Procedural an acute neurologic deficiency was reported. Right hand and leg plegia, ¿facialis¿ and dysarthria were noted. A cerebral vascular accident (cva) or transient ischemic attack (tia) were suspected. An immediate computed tomography (CT) and neurological assessment were performed. The CT did not identify a hemorrhage. A CT angiography showed normal and patent intracranial vasculature. Due to high clinical suspicion, the neurologist recommended cerebral angiography. This angiography was normal and all arteries, including the middle cerebral artery (mca) and the sub branches were patent with good flow. Gradual improvement was noticed. Hospitalization was prolonged as result of this event. The two-hour electrocardiogram (ECG) showed first degree atrio-ventricular block (avb). Medication was administered. Approximately 1 year and 3 months later the event was considered resolved. No additional adverse patient effects were reported.